Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: mercury. Guide wire: balance middleweight .014 (190 cm). Inflation: smith. Guide cath: medtronic. Other: plavix (pedogrel), heparin. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: difficulty advancing the stent delivery system (sds) through the guiding catheter may be influenced by several factors including, but is not limited to, manufacturing (stent crimping), stent damage, guiding catheter damage, and handling during removal of the protective sheath or preparation for use, or insertion technique. In this case, it is possible that heavily tortuous anatomy contributed to the reported difficulties. If the guiding catheter was placed in a heavily tortuous anatomy; resistance would likely be encountered during advancement of the sds. As resistance was encountered, it is possible that an interaction between the stent and guiding catheter resulted in the stent dislodging from the balloon. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A conclusive cause for the reported difficulty of positioning the sds in the guiding catheter and stent dislodgement could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the reported event.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood and contrast visible on the distal shaft. The stent was dislodged from the balloon and not returned, confirming the reported information. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is possible that heavily tortuous anatomy contributed to the reported difficulties. If the guiding catheter was placed in a heavily tortuous anatomy, resistance would likely be encountered during advancement of the stent delivery system. As resistance was encountered, it is possible that an interaction between the stent and guiding catheter resulted in the stent dislodging from the balloon. Several attempts were made to obtain clarification to the case details; however, no information was available. A conclusive cause for the reported stent dislodgement could not be determined; however, the failure to advance appears to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records that contributed to the reported event. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
Subsequent to the initial medwatch report, additional information indicates that all coronary arteries for this patient are heavily calcified; therefore, the patient was referred for coronary surgery after two unsuccessful angioplasty procedures.

Event description:
It was reported that the xience v stent dislodged in the guiding catheter while attempting to advance the stent system in the tortuous and calcified left anterior descending artery after pre-dilatation. "By removing the des from the sonde, it clings to the distal sound". There was no adverse patient effects reported. Though requested, no additional information has been provided.

Event description:
Additional information received indicates that the word "sonde" in the reported incident description means "catheter" in french.